Event description:
It was reported that an unspecified failure occurred on the homechoice device. It was not reported if a patient was connected at the time of the alarm. This occurred during an unknown phase of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.